Event description:
It was reported that following the implant of an elevate anterior, the patient experienced difficulty emptying bladder. The patient was discharged home with a catheter on (B)(6) 2016. The catheter was then removed. The event was considered resolved/recovered with no sequelae on (B)(6) 2016. There were no further patient complications reported in relation to this event.